Manufacturer narrative:
Philips service replaced the cmos battery and rebooted the system, making it operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system stuck at 0000 due to defective cmos battery on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.